Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 27 mmol/l time of incident. The customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer had symptoms like positive results in ketones test, nausea, urinating more often. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.